Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: damage to the instrument was noted after the arcing event. The thermal damage was first observed intraoperatively, but it is unknown if arcing was observed during the procedure. The customer did not provide additional details about the surgical task being performed or other instruments in use during the arcing event. It is unknown from which instrument the arcing appeared to originate. The instrument was inspected prior to use, and no damage or abnormalities were found. The surgeon is uncertain about the cause of the thermal damage and arcing event. The instrument did not collide with any energy device during the procedure, and it is unknown if the instrument tip was in contact with tissue when the arcing occurred. No material from the instrument fell into the patient, and there are no photographic images or video recordings available for review. The instrument is available for return to isi for evaluation. The patient information was not provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.